Event description:
It was reported that when one end of the double lumen PICC is flushed, the fluid comes out the other lumen rather than the end of the catheter indicating there may be a communication between the two.

Manufacturer narrative:
An investigation has been initiated. Additional information regarding the event has been requested along with the complaint sample. When the investigation is complete, a final report will be submitted.